Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the temperature was above specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning, which is misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the motor device heated up when in use more than normal.it was unknown if the device was used in surgery. There were no reports of if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.